Event description:
Event description guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) was explanted and replaced after 17 months of implant time due to suspected premature battery depletion. The coronary sinus lead was also extracted during this procedure, as it had dislodged and could not be repostioned. The lead was not returned for testing.